Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: during a visual inspection of the pump, no moisture was found in the battery compartment; however, the battery compartment was cracked. The pump case was removed and no evidence of moisture ingress was found. A leak test was performed and confirmed a battery compartment leak. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was visible in the pump battery compartment. No physical damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.